Event description:
It was reported that a user experienced recurrent elevated glucose levels over roughly half a day despite multiple cartridge and infusion set changes, with temporary resolution after the third infusion set change and recurrence the following morning, and also reported that the device¿s wake button was not consistently responsive. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention beyond infusion set changes, or hospitalization. Investigation included customer care outreach and troubleshooting guidance, including discussion of alternate infusion set type and provision of samples for evaluation. Investigation of this case revealed inconsistent wake button responsiveness consistent with a user-reported hardware interaction issue and suspected infusion site or infusion set reliability concerns contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for the hyperglycemia and user-reported for the wake button responsiveness.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.